Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the colonoscopy results showed a proximal ascending colon dieulofoy lesion at the area of the previous tattooing. This lesion was oozing blood and with the significant amount of blood throughout the colon it was likely the culprit. This lesion was treated with epi one 10,000 injection and bicaping and hemoclip x1 placement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient had outpatient labs that revealed hemoglobin (hgb) of 6.6 g/dl. The patent was asked to go to the emergency room (ER) for evaluation. The patient was admitted to hospital for gastrointestinal bleeding (gi). Gi doctor was consulted. The patient was transfused with 2 units of packed red blood cells (prbc). On (B)(6) 2021, the patient¿s hgb was 8.7 g/dl. On (B)(6) 2021 hgb was 7.9 g/dl. Gi consult was done on (B)(6) 2021 and colonoscopy ordered for (B)(6) 2021. Bleeding noted in proximal ascending colon. Epinephrine and hemoclip times 1 done. On (B)(6) 2021, hgb 7.2 g/dl. The patient was transfused with 1 unit of prbc on (B)(6) 2021 with hgb at 9.3 g/dl. The patient was discharged home. Start date was (B)(6) 2021 with outcome noted as chronic with sequelae. Additional information was requested but not provided.